Event description:
A law suit was filed which indicated that a pt underwent an endometrial ablation procedure for problems she was experiencing with her menstrual cycle, including heavy bleeding and pain. A grounding pad was placed on the pt's thigh, resulting in a burn on her thigh. As a result, the pt has incurred sustantial medical expenses, scarring, pain and suffering.